Event description:
Reportedly, during the procedure, the handle became very difficult to squeeze, while clipping the vessel, the instrument locked on the vessel and could not be removed. The surgeon had to pull the instrument off, but tore the vessel. The vessel was repaired by another clip applier and there were no ill-effects reported concerning the patient. Procedure type: lap cholecystectomy.